Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately two years post implant of this 29 mm bioprosthetic aortic valve, this valve was explanted and replaced with a 25 mm prosthetic valve due to pannus growth, moderate regurgitation, and elevated mean gradients; the explanting physician also indicated that this valve was over-sized for the patient and that the stent posts were pushing into the aortic wall. An independent review by a cardiologist of the patient's echocardiogram completed at the patient's physician's request noted that the aortic stenosis appeared stable since implantation, but the aortic regurgitation became progressively worse; this cardiologist also noted that distortion of the bioprosthesis at the time of implantation due to over-sizing could lead to increased gradients and accelerated leaflet degeneration with leaflet thickening and regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in a clear 0.2% glutaraldehyde solution in an explant kit. The valve appeared distorted; oval shaped. Pieces of host tissue were received with the valve for analysis. Sections of two leaflets appeared to have been removed. All leaflets appeared stiff due to host tissue on the inflow and outflow but slightly flexible along the free margin and lunula. Tears on the tunica of all cusps appeared to be associated with the removal of host tissue during explant. Sections of the right and non-coronary cusps appeared to have been excised for histopathology samples. All commissures appeared intact. Remnants of glistening off white pannus remained attached to the sewing ring on the on the inflow with traces extending 1 to 5 mm onto the inflow of the non-coronary and left cusps showing a possible reduced inflow orifice area. Pannus on the outflow extended along the outflow rail and margin of attachment adjacent to the left cusp, onto the back and top of the left right stent post, over to the top of the commissure and commissural area. Traces of pannus remained attached to the existing sewing ring on the outflow. Pieces of pannus were received with the valve. A large piece appeared consistent with pannus that extended into the inferior coaptive area. Tan thrombotic appearing host tissue filled and stiffened the existing leaflets on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A visual examination of the returned device was performed upon receipt. The valve was distorted (oval shaped). Distortion of the annular ring can restrict the leaflets from fully opening and/or cause misalignment of leaflets during valve closure. The pannus overgrowth on the inflow appears to have extended several millimeters out onto the leaflet which would have further impaired the leaflet mobility. The impairment of leaflet mobility may have led to the thrombus formation on the outflow of the valve which caused the stenosis / high gradients. The distortion most likely is due to oversizing the valve. Pannus overgrowth is associated with surgical valve replacement due to patient interaction and/or healing response with the surgical valve. Pannus overgrowth has been an inherent risk of surgical valve replacement and is addressed in the current risk management file.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.